Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the probe wipe was not draining correctly. The fse found dried blood in the drain lines. The fse replaced the tubing to the waste chamber from the probe wipe. The fse also removed the probe wipe and reamed the fittings. Tubing was trimmed back to tighten seal to fittings. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The probe on the analyzer was leaking diluent (1 ml) when attempting to test quality control samples. Residual fluid remained on the top of the quality control vial. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.